Event description:
It was reported that the patient presented for a implant procedure. During the procedure, it was noted that the set screw of the pacemaker could not be tightened. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of the atrial and ventricular setscrews could not be tightened on the leads was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a- and v-setscrews. The user was not fully inserting the wrench into the inset of the setscrews. With partial wrench insertion the wrench tip cannot fully engage the setscrew inset. This will cause the wrench tip to slip and then strip that part of the inset the wrench tip is inserted into. Both a- and v-setscrew insets are stripped from partial wrench insertions. The problem is related to the user¿s incorrect use of the torque wrench.